Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of "lymphoma-alcl and lymphadenopathy" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information cannot be requested as reporter information was not provided. No information available at this time. Reason for reoperation: swollen lymph nodes and diagnosis of bia-alcl.

Event description:
Patient representative alleged ": a diagnosis of bia-alcl. Severe inflammation of lymph nodes, rashes, tingling skin, fear of cancer recurrence, pain and suffering". Additionally, "open skin sores, hair loss, emotional distress" were reported; these events were not device related. Patient was treated with "chemotherapy, radiation, stem cell transplants, multiple contrast-requiring and/or radiation exposing, and total mastectomy leaving permanent scars". The device was explanted. This record is for the left side.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of "lymphoma-alcl and lymphadenopathy" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information cannot be requested as reporter information was not provided. No information available at this time. Reason for reoperation: swollen lymph nodes and diagnosis of bia-alcl.

Event description:
Patient representative alleged ": a diagnosis of bia-alcl. Severe inflammation of lymph nodes, rashes, tingling skin, fear of cancer recurrence, pain and suffering". Additionally, "open skin sores, hair loss, emotional distress" were reported; these events were not device related. Patient was treated with "chemotherapy, radiation, stem cell transplants, multiple contrast-requiring and/or radiation exposing, and total mastectomy leaving permanent scars". The device was explanted. This record is for the left side.